Event description:
Information received on 12/04/06, indicates an adverse event that occurred one year ago. Doctor reported he has concerns about a patient who had a treatment about one year ago. Status post treatment was diagnosed with severe urethra stenosis secondary to inflammation posterior to the urethra at the bladder neck. Patient had second opinion and had a scraping of the prostate. Patient now has a permanent superpubic catheter in place.